Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Received for evaluation were one xt dilatation catheter and a balloon tip. The complete product catalog number could not be determined; however, the balloon size of the catheter printed on the luer was 6x4. The shaft appeared to have a kink at this distal end of the strain relief; otherwise the shaft was intact and undamaged. The separated tip portion of the balloon had 2 kinks, appeared flattened and was approximately 2 inches in length. A portion of balloon was still attached to the distal weld. The balloon appeared to have a longitudinal tear along with a circumferential tear at the proximal end. The distal end of the catheter shaft, balloon portion, was bunched and accordioned up to the proximal weld. The tip break appeared to be at the proximal band. The proximal band was missing. The result of the investigation was confirmed for detachment of component, root cause unk. The IFU (information for use) for this product states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that the catheter separated. No additional info regarding this event could be obtained.